Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not replicate nor confirm the customer reported complaint. Failure analysis investigation was unable to test the instrument due to thermal damage. Visual inspection found that the instrument had been autoclaved and the housing was warped. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument sealing function stopped working without the display of error messages could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was initially reported that during a da vinci gastric sleeve procedure, the vessel sealer instrument stopped working. There was no patient harm, adverse outcome or injury reported. On 6/25/2015, intuitive surgical inc. (Isi) received following additional information: the vessel sealer instrument worked fine and then stopped working i.e. It would not seal, towards the end of the procedure. The surgeon using the instrument was a high volume robotic surgeon and very familiar with the use of a vessel sealer instrument. The surgeon was aware that sealing was not working via visual cues. According to the reporter, there were no error messages displayed on the da vinci system associated with this failure. The vessels were not highly calcified or thick (measured more than 7mm). The surgeon was unsure if he heard the two audible high pitch tones, signaling that the seal was completed. The surgeon was at a point where he was okay without the use of the vessel sealer instrument and therefore did not open another one. The procedure was stated to be completed with no adverse event or patient injury.